Event description:
In jan2025 the user was on rehabilitation and hit his head which damaged the implant. This was noticed during the fitting procedure of the speech processor on (B)(6) 2025. Re-operation is considered.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a combined initial and final report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode under the overmold which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage under the overmold, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In (B)(6) 2025, the user was at rehabilitation and hit his head which damaged the implant. This was noticed during the fitting procedure of the speech processor in (B)(6) 2025. The user was reimplanted.

Event description:
In (B)(6) 2025 the user was at rehabilitation and hit his head which damaged the implant. This was noticed during the fitting procedure of the speech processor in (B)(6) 2025. The user was explanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode under the overmold which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage under the overmold, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.